Event description:
Home patient called baxter technical service center to report a system error 2240 alarm in initial drain of apd treatment on the homechoice machine. Patient noted a leak in the tubing of the homechoice set, but could not identify the exact location. Patient discontinued treatment and set up with all new supplies. Patient reports no injury or medical intervention as a result of incident.